Manufacturer narrative:
Complaint not confirmed, the device was returned with the anchor and without the eyelet. As the eyelet or eyelet fragments were not returned, it is not possible to confirm anything broke. The threaded tip is damaged but not broken. The cause of the event remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart surgery the device broke when the surgeon hit it. The broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.